Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. Improper techniques and a user issue were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Nurse who called was unsure of the patient self tester's therapeutic range but stated that the inr results usually ranges from 2 - 2.7. On (B)(6) 2016 inratio inr = 3.1; repeat inratio = 1.5 eleven minutes between tests. Patient's warfarin dosage was changed on (B)(6) 2016 from 2 - 4mg/day on alternating days 6 days/week to 2 - 4mg/day on alternating days 7 days/week. The following technique issues were reported: - finger pricked before green light. - excessively milking finger. - not applying blood immediately to test strip. - touching finger to test strip. - nurse held the meter in hand on the arm of chair. No reported adverse patient sequela.